Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with chest pain, approximately two weeks post implant. Upon device interrogation, the right ventricular (rv) lead was found to have intermittent loss of capture and low unipolar impedance. It was also reported that the physician suspected an rv lead perforation. The right atrial (ra) lead was found to have possible far field r-wave oversensing. An x-ray also showed a possible ra lead dislodgement. The rv lead was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.